Manufacturer narrative:
After clinical review performed on (B)(6) 2021, it was decided to remove codes wound infection and breast mass, neoplasm malignant to better code the reported event on the left side. On (B)(6) 2017, she presented with left seroma, which required incision, drainage, aspiration. On (B)(6) 2018, she presented with left seroma, which required irrigation and debridement. On (B)(6) 2019, she presented with left baker iii capsular contracture, which required a secondary procedure on (B)(6) 2019. On (B)(6) 2020, she presented with left baker IV capsular contracture, which required capsulectomy and implant removal with no replacement. On (B)(6) 2020, she presented with right baker iii capsular contracture, which required capsulectomy and implant removal with no replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/09/2020, it was reported to mentor that the capsular contracture was baker grade iii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/6/2021, it was reported to mentor that the capsular contracture was baker grade iii on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/20/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, during a visual evaluation of the device, no apparent damage was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites and gel bleed were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 7473715 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed, seroma, capsular contracture, and infection complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, breast mass code was removed per correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the facility name is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast mass and gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast revision augmentation with mentor memorygel breast implants 300cc on (B)(6) 2017 experienced left breast seroma and infection observed on (B)(6) 2017. Cultures were positive for (B)(6). The patient underwent aspiration on (B)(6) 2017. The patient developed recurrent left breast seroma that was observed on (B)(6) 2018. The patient was treated with singulair medication and underwent irrigation and debridement on (B)(6) 2018. The principal investigator assessed the recurrent seroma as possibly related to the study device. The patient experienced neoplasm malignant on the left side and breast mass and gel bleed bilaterally. The patient experienced suspicious lesions from the upper chest. The patient experienced capsular contracture baker grade IV on the left side and capsular contracture baker grade ii/iii on the right side. The date of removal was (B)(6) 2020. This medwatch is for the right side.